Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the company representative that reported that the surgery the patient had on (B)(6) 2018 was a pump replacement for normal battery depletion. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 28-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving compounded baclofen 600 mcg/ml at ¿22 cs/day¿ via an implantable pump. The indications for use were intractable spasticity and spinal cord injury/spinal cord disease. On (B)(6) 2018, it was reported that the physician stripped rubber from metal when trying to remove the connector from the pump. There were no environmental, external or patient factors that may have led or contributed to the issue. There were no diagnostics or trouble shooting performed. The physician replaced it with a new sutureless connector. The issue was resolved at the time of the event and it was noted that the healthcare provider would not have any further information regarding the event. There were no patient symptoms reported and the patient status was noted as alive, no injury. No further complications were reported or anticipated.